Event description:
It was reported that; patient came in for follow-up. Unspecific symptoms and local throat soft tissue turgor, abnormal fatigue and listlessness in timely connection with the cervical spine surgery. For a differential diagnostic a potential allergy reaction on the implant could be possible.

Manufacturer narrative:
Device history review; complaint history review; risk assessment; no relevant manufacturing issues were identified as all released units met specifications. Visual, functional and dimensional inspection were not performed because items were not returned. The alleged unspecific symptoms reported cannot be confirmed exact root cause could not be determined because the devices were not returned for evaluation and/or insufficient information was provided for review.

Event description:
It was reported that; patient came in for follow-up. Unspecific symptoms and local throat soft tissue turgor, abnormal fatigue and listlessness in timely connection with the cervical spine surgery. For a differential diagnostic a potential allergy reaction on the implant could be possible.